Manufacturer narrative:
(B)(4). The customer returned five unused samples for evaluation, which were evaluated under master file (B)(4) (1416980-2012-03265). The samples were visually and functionally tested. No failures or visual defects were detected during sample evaluation. The devices operated within specification and as intended. Batch information was reviewed and no deviations or issues were noted during the manufacturing of lot ur12g29034. The reported problem could not be confirmed. The root cause of the reported issue could not be determined. Per the batch review, the product was manufactured 07/30/2012.

Manufacturer narrative:
(B)(4). This report represents reported device 3 of 3 in the same event. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance three clearlink, system non-dehp standard bore, catheter extension sets in which the retractable collar could not be locked onto a b.d. Safety glide IV catheter. The customer observed that the retractable collar on the extension set moved, but could not be tightened all the way. This resulted in leakage of blood for the unknown patient, which was being prepared for a gi procedure. Per the report, the nurse tried four sets in succession; three could not be secured and the fourth one worked. There is patient involvement; however, no injury is reported.